Manufacturer narrative:
(B)(4).

Event description:
It was reported metalized chips were being left in the joint. A backup device was readily available. There was a delay between 30 minutes to an hour.

Manufacturer narrative:
Visual assessment of sample (a) showed it is bent at its distal end. The distal tip is heavily galled and is missing material. Visual assessment of sample (b) showed it is bent at its distal end. The tip is scored in a circular manner and is missing material. The condition of the passing pins indicate excessive force was placed on them during use causing them to bend and come in contact with the drill guide resulting in the observed damage and shedding of material. Per the devices IFU under precautions ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. Further investigation is not warranted at this time.